Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient's skin was broken open and raw under the therapy electrodes (tes). The patient reported that she may be reacting to the elastic in the garment, and she was using neosporin on the area. It was suggested that the patient contact her physician about the condition. It is unknown if the patient contacted her physician or received medical attention. It was then reported that the patient's skin was a little better, and she had forgotten to previously report that she was allergic to plastic materials.

Manufacturer narrative:
Device evaluation. Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. H6: evaluation method. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.